Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (25 mg at 4.49707 mg/day) and bupivacaine (30 mg at 5.39649 mg/day) via an implantable pump for unknown indications for use. It was reported that when the hcp was changing the pump, they aspirated at the side port with poor cerebrospinal fluid (csf) flow initially.  The distal catheter was explored and flushed with sterile water.  The catheter was then disconnected from the pump and removed from the field.  A portion of the catheter was explored and cut/catheter was explanted/replaced on (B)(6) 2021.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was catheter occlusion.  The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.